Event description:
Customer reported catheter that leaked from the rubber-stopper when PICC line was being inserted. PICC line available for evaluation. Additional information provided july 5: the catheter did not break. Event did not interrupt treatment or cause clinically significant delay to treatment. There were two samples returned for investigation, this file represents the second returned sample.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking t-lock assembly was confirmed. The sample was evaluated, and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the return of the sample.

Event description:
Customer reported catheter that leaked from the rubber-stopper when PICC line was being inserted. Additional information provided (B)(6): the catheter did not break. Event did not interrupt treatment or cause clinically significant delay to treatment. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.